Event description:
It was reported that a stable position could not be found for the lead during the implant procedure. The lead was not used and an active fixation lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. Blood was noted on the tip electrode.